Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported phenomenon of telemetry failure but did replace the programmer head's cable. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and a programmer head were returned for service. Follow-up indicated that the programmer head was serviced as preventive although failure was unable to be confirmed. No patient complications have been reported as a result of this event.